Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during pumping. Reportedly, the user reloaded the same cartridge successfully and resumed insulin delivery. The user's blood glucose level was 127 mg/dl.